Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/11/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: it was reported that the suture broke halfway suturing the subcutaneous layer. An empty opened foil, an empty winding former and a needle/suture piece of product code vcp9581, lot # qdbdgzw0 were received for evaluation. During the visual inspection of needle/suture piece, the swage and attachment area were noted to be as expected, the suture end was observed with lineal cut that appears to be by use of surgical instrument. The other section of the suture was not received for evaluation. The condition of the sample received indicate an improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Additional information was requested and the following was obtained: was the needle piece retrieved during the initial procedure? Yes. Surgeon was able to retrieve the broken needle piece after doing the x-ray. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qdbdgze0 number, and no non-conformances were identified the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: could you please confirm if it was possible to retrieve the broke needle which went into the patient's body? A. If yes, was it necessary a second procedure to retrieve the broken needle? Answer: yes, surgeon requested for an x-ray to be done middle of the surgery to find the broken piece of the needle. Did the patient suffer from any consequence due to the search of the broken needle? Answer: unknown if patient suffered any consequences due to this. Could you please confirm how many minutes was the surgery delayed due to the suture breakage? Answer: as it wasn't timed, how long it took wasn't made known to sales rep. What was the initial procedure? Answer: sales rep mention it wasn't made known but will check with nurses. The surgeon for this particular surgery is a general surgeon. Can you provide the event day and procedure date? Answer: sales rep mention it wasn't made known but will check with nurses. Could you please confirm if this both issues (breakage needle and suture) occurred in the same procedure? Answer: breakage of needle for vcp316h and breakage of suture vcp9581h in the same procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece retrieved during the initial procedure? Note: events reported in 2210968-2021-00449. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke halfway suturing the subcutaneous layer. The surgery was delayed. There were no adverse patient consequences reported. Additional information has been requested.